Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high and low blood glucose of 435 mg/dl and low at night as it was 40 mg/dl and then delivery was stopped and her blood glucose went high. The customer also stated that, the insulin pump had power loss alarm. The insulin pump was not alarming at time of call. The device will not be returned for analysis.